Event description:
Boston scientific received information that this patient presented to the hospital as the competitor device was vibrating due to shock impedace measurements around 125 ohms. It was noted that for the past five months the measurements have ranged from 82-125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.